Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver tpn (total parenteral nutrition) with 20 units of regular insulin, a 3144ml vtbi (volume to be infused), a 1 hour taper up, a 1 hour taper down, for a duration of 14 hours, and a 3245ml container size. No further programming parameters were provided. After an unspecified length of time, the homecare pt's wife reported 400ml remained in the container, instead of the expected completed delivery. The device was removed from clinical service. After an unspecified length of time, the pt went to the physician's office to have routine unspecified lab tests drawn. The customer contact reported based on the results of the lab test, the physician determined the pt was dehydrated. The physician ordered that an add'l 1000ml of saline be added to the next scheduled tpn solution container. The next scheduled therapy was resumed using a replacement device. During testing at the user facility, the device delivered less than expected. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.